Event description:
It was reported the patient¿s stimulation had turned on by itself twice. It was noted the two occurrences were five days and two days prior to call. It was reported the first occurrence was while the patient was charging and the second was while lying in bed. It was noted the patient had had no accidents or traumas associated with the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).